Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Ref MFR reports: 1627487-2014-12762, 12763, 12764. It was reported the pt experiences ineffective stimulation on her peripheral system (off label use). The pt reported falling a couple of times. Reprogramming was done but the pt was not satisfied with the coverage and requested the system be explanted. The pt is on a stimulation holiday and will see the physician in a month to re-evaluate.